Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was visited to emergency room due to site issue under tape which causes skin reaction, infection, red and itchy on an unknown date with unknown blood glucose value and treated with antibiotics for three days. The device will not be returned for analysis.